Event description:
Analysis of the returned device found that the coil detached and the pusher wire was broken.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection found that the returned device was inside the introducer sheath. The pusher wire was kinked towards its proximal end. The pusher wire was advanced from the sheath. The coil was not present/attached at the main junction. There were several bents on the distal part of the delivery wire. Further microscopic examination revealed that the main coil detached/separated from the pusher wire. However, there was no evidence of electronic detachment present. The main coil was not returned for analysis. The inner coil remained on the pusher wire but without polyethylene (pet) covering. The inner coil was not aligned correctly with the delivery wire. All dimensions which could be measured met to their specifications. The misalignment of the inner coil to the delivery wire was consistent with force being exerted at the main junction join which most likely to have resulted in the coil detachment. Based on the info provided and the investigation results the coil was stretched during the procedure and was detached upon withdrawal outside the pt. The risk of coil stretching and following breakage is a known procedural factors associated with the coiling procedure. Therefore, the most likely a root cause is related to operational context.